Event description:
It was reported that the optifix device was put into patient and didn¿t fire. When removed and fired outside of the body the tacks came out broken. There was no reported patient injury and no required intervention.

Manufacturer narrative:
The subject product has not been returned for evaluation. Based on the limited information was provided, we are unable to determine a root cause or probable root cause of the optifix device misfiring and delivering broken fasteners. If additional information is received or the device is returned for evaluation, a supplemental MDR will be sent. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Addendum: the subject device was returned and visually evaluated. The guidewire was found to be bent which is consistent with the distal tip having seen force in use. Inner component evaluation found no manufacturing anomalies. It appears that the bent components contributed to a combination of factors that led to misfires and twisted fasteners deploying. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device and is most reasonably determined to be associated with a user related root cause. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Updated fields: d.6, d.10, g.7, h.2, h.3, h.6, h.10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The subject product has not been returned for evaluation. Based on the limited information was provided, we are unable to determine a root cause or probable root cause of the optifix device misfiring and delivering broken fasteners. If additional information is received or the device is returned for evaluation, a supplemental MDR will be sent. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device has not been returned to date.

Event description:
It was reported that the optifix device was put into patient and didn¿t fire. When removed and fired outside of the body the tacks came out broken. There was no reported patient injury and no required intervention.